Manufacturer narrative:
The microcoil system was returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 26.0 centimeters off the proximal end is unreported damage of a bent section of the core wire. The detachment fiber is intact, undamaged, and did not receive heat and melt. Unreported coil damage found; stretching at the proximal end and intermittent compression damage along the entire length with the distal tip bent away from the secondary looping. The circumstances of how and when all the above unreported damage occurred to the device cannot be determined. Using the enpower control cable (c16316) from the same complaint, the cashmere passed electrical testing with resistance at 54.0 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). Using the enpower control cable (c16316) from the same complaint, the cashmere coil was detached on the first detachment cycle. Post-detachment inspection found that cashmere passed electrical testing with the enpower systems ready green light remained illuminated and the resistance passed at 54.1 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the enpower system¿s ready green light not illuminating, the audible beeps not heard, and the coil failing to detach cannot be confirmed. The complaints microcoil system passed electrical testing, the coil detached on the first detachment cycle with the audible beeps heard, the enpower systems ready green light remained illuminated, and the microcoil system passed post-detachment electrical testing with the detachment fiber receiving heat and melting as designed. Without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and analysis, the event was not confirmed. The returned product passed testing and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4)

Event description:
The contact from the facility reported that during an internal carotid artery aneurysm the system ready light did not illuminate when attaching the cashmere coil (src14044520/c10326) coil to the enpower control cable (ecb00018200/c16316) and an enpower detachment control box (dcb00000500/f39765.) After inserting the cashmere coil (src14044520/c10326) into the excelsior sl10 microcatheter, the coil was advanced into the aneurysm. The coil was then connected to the detachment cable (ecb00018200/c16316) but the system ready light did not illuminate and the coil was not able to be detached. The detachment light did not illuminate and there was no audible beep. The coil was removed without detachment and the procedure resumed. It is also noted that a septer balloon occlusion catheter (details unknown) was used in the procedure. There was no significant clinical delay to the procedure as a result of the issue. The same connecting cable was not used successfully with subsequent coils or prior coils. The dcb was also not used with subsequent coils but it had been used in previous cases. No low battery light was seen during the case. The system ready light reportedly illuminated on pre-deployment check but not when the coil was re-connected to the cable for detachment. It is thought that all lights illuminated on the dcb when pressing the power button. All connections appeared to fit properly without use of excessive force. There were no damages noted to the coil system prior to use or after removal.